Manufacturer narrative:
Per the tandem user guide: the dexcom g6 sensor is a disposable device that is inserted under the skin to continuously monitor glucose levels for up to 10 days. The sensor is discarded after a session of up to 10 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 220 mg/dl, and the meter bg reading was 120 mg/dl. Reportedly, customer wore sensor longer than the recommended warranty time period. No additional patient or event information was available. A root cause could not be determined. Reportedly, the cgm readings became accurate and the customer continued to use the sensor.